Manufacturer narrative:
Initial reporter address:(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The device was replaced and the procedure was completed with a different device. There was no patient complications nor injuries reported.